Manufacturer narrative:
The reported field event of inappropriate therapy due to lead noise was confirmed in the laboratory due to review of device image. The device was tested on the bench, and no anomalies were found. Correction: h3 - "evaluation summary attached" section in the initial report was incorrectly checked.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2021-02291. It was reported that when the patient presented remotely via merlin.net transmission, inappropriate shock therapies due to noise oversensing were observed. Programming changes were made when the patient was in the hospital, and the patient was sent home with a life vest. The device was explanted and the lead was capped on (B)(6) 2021. The patient was stable and recovering.